Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 337 mg/dl. A systems check was performed with tandem technical support and no issues were identified. The customer successfully changed the pump supplies and resumed insulin therapy. The customer also reported going to the emergency you due to a blood glucose of "high" a specific value was not provided. The customer attempted to treat the elevated blood glucose with a correction bolus via the pump and a manual dose injection. The customer was released from the emergency room on the same day with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.